Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. It is unknown if the device was explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a plate broke postoperative. This report is for one (1) drive shaft. This is report 1 of 1 for (B)(4).